Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the available records identified the following: hypersensitive over prominent plate. Fracture united and stable. Ulna nerve explored ¿ nerve in continuity through length of incision, dorsal sensory branch in thick adhesion at the level of the ulna styloid. Plate and screws removed without issue. Fracture well healed. Ulnar nerve found away from previous fracture site and where metal work was found. Thick adhesions found around the nerve at the level of the ulna styloid. Nerve dissected out and placed in sub-cutaneous bed. No intraop complications identified. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately one-year post-implantation. During the revision procedure, it was found that the ulnar nerve was encased within fibrous adhesions at the level of the ulna styloid, away from the hardware and well-healed fracture site. The nerve was dissected out and implants were removed without intra-op complications. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: unknown locking screws (x6). G2: foreign - UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00251, 0001822565-2024-00252, 0001822565-2024-00253, 0001822565-2024-00254, 0001822565-2024-00255, and 0001822565-2024-00256.

Event description:
It was reported during a retrospective and prospective study that the patient was revised due to pain in the forearm due to neuropathic pain. No additional patient consequences were reported.